Event description:
Pt called alleging that their ot ultra meter had no power, it also gave erratic control readings and inaccurate control low. Unable to get in contact with pt. The following info is documented by ccr: customer could not take blood test because meter would not turn on. They said their blood sugar felt low, so they ate. Because of eating, their blood sugar was now high. Customer could not take insulin because of not being able to test. Closed case by mistake. Customer replaced battery and meter turned on. Control solution erratic: chose perception erratic because customer rec'd the same result. Control solution low: case override-customer was no longer on the phone for test. In case point, it mentions that customer did control tests and meter read 106 (113-153) 3x. It also has a reading of 245, unclear if that is a control test or a blood test. Pt had a headache, nausea and felt dizzy.